Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump received no delivery alarm. The customer was assisted with troubleshooting for no delivery alarm. Customer was able to clear the alarm successfully. Customer was able to complete rewind. Customer stated that they had tried a new battery for insulin no delivery alarm but still the error occurred after the battery changed. No harm requiring medical intervention was reported. The device will be returned for analysis.